Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings:a review of the black box did not find any unexplained reboots. The returned battery cap had stripped threads. The battery cap contacts were within required specifications. The battery compartment was cracked. The battery cap was unable to secure properly to the pump; rebooting was duplicated. A test battery cap was used to complete investigation. Using the test cap, the pump powered on normally and successfully completed a rewind, load, and prime sequence with no power issues. The pump was exercised for 24 hours with no further power interruptions. The pump casing was opened and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.